Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in model #/lot # has not been cleared in the us, but is similar to the e-luminexx stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx stent products are identified in procode and PMA#. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent was allegedly released before starting the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No additional complaint has been reported for this lot number previously. Investigation summary: the stent delivery system was returned for evaluation. Based on the evaluation of the sample it was confirmed that the proximal luer port detached. The white conversion tab at the proximal end of the handle was missing. The stent was found completely released and a guide wire was found stuck in the system. Based on the condition of the sample and the available information it was concluded that the detachment of the proximal luer port caused difficulties during deployment using the trigger method, which resulted in the reported premature deployment. As a result of the investigation performed the complaint is confirmed. However, based on the sample evaluation and the available information, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "visually inspect the bard¿ e-luminexx¿ vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "do not remove the white conversion tab (m) unless you have selected the conventional method for stent deployment." The catalog number identified has not been cleared in the us, but is similar to the e-luminexx stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx stent products are identified. Accordingly, this event has been determined to be MDR reportable.

Event description:
It was reported that the vascular stent was allegedly released before starting the procedure. There was no reported patient injury.